Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was used during an esophageal stenting procedure for an esophageal tumor, performed on an unknown date in (B)(6) 2010. According to the complainant, the patient reported to the physician that the stent worked well for a few days. However, after about 3 days, he reported difficulty after eating solid food with "the food going through", and possible occlusion. On (B)(6), 2010, the patient was re-hospitalized and an endoscopy was performed to check the stent. The physician reported that the stent looked like it had fractured or unraveled. The patient was treated with a nasogastric tube while the physician decides how best to treat the patient. The patient's condition at the conclusion of the procedure was reported to be "stable", but possibly requiring re-intervention. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on (B)(6) 2010: additional information was supplied through three sequential gastroenterology report summaries (no dates of the reports were provided). The stent was originally placed for a lesion in the lower esophagus (beginning 35cms aboral) with associated tight stricturing. The stent was inserted and confirmed in place at 30cm. A follow-up report revealed a patent stent with no tumour ingrowth or bolus impaction until 40cm when the stent lumen narrowed and appeared buckled. Patient was able to tolerate fluids only. The physician stated that the patient would require further stenting to obtain patency urgently. The patient's stomach was not visualized during the procedure. The next follow-up report revealed the esophageal stent starting at 35cm. There was no tumour ingrowth noted, but broken filaments of the stent were seen. The scope passed easily into the stomach. A second stent insertion was deemed not suitable. The stomach was noted to have moderate erythematous. Exudative gastritis involving the upper and lower stomach was evident. The duodenum was noted to have mild bulbar duodenitis. The patient was recommended to take liquidised food with fizzy drinks. If symptoms persist, the physician may consider treating with balloon dilation. Additional information received (B)(6) 2010. On (B)(6), 2010 it was reported that the after deployment the stent fully expanded, and remains implanted. The complainant could not confirm the event date or the procedure date.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was used during an esophageal stenting procedure for an esophageal tumor, performed on an unknown date in (B)(6) 2010. According to the complainant, the patient reported to the physician that the stent worked well for a few days. However, after about 3 days, he reported difficulty after eating solid food with "the food going through", and possible occlusion. On (B)(6), 2010, the patient was re-hospitalized and an endoscopy was performed to check the stent. The physician reported that the stent looked like it had fractured or unraveled. The patient was treated with a nasogastric tube while the physician decides how best to treat the patient. The patient's condition at the conclusion of the procedure was reported to be "stable", but possibly requiring re-intervention. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on (B)(6) 2010: additional information was supplied through three sequential gastroenterology report summaries (no dates of the reports were provided). The stent was originally placed for a lesion in the lower esophagus (beginning 35cms aboral) with associated tight stricturing. The stent was inserted and confirmed in place at 30cm. A follow-up report revealed a patent stent with no tumour ingrowth or bolus impaction until 40cm when the stent lumen narrowed and appeared buckled. Patient was able to tolerate fluids only. The physician stated that the patient would require further stenting to obtain patency urgently. The patient's stomach was not visualized during the procedure. The next follow-up report revealed the esophageal stent starting at 35cm. There was no tumour ingrowth noted, but broken filaments of the stent were seen. The scope passed easily into the stomach. A second stent insertion was deemed not suitable. The stomach was noted to have moderate erythematous. Exudative gastritis involving the upper and lower stomach was evident. The duodenum was noted to have mild bulbar duodenitis. The patient was recommended to take liquidised food with fizzy drinks. If symptoms persist, the physician may consider treating with balloon dilation.

Manufacturer narrative:
A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. Food bolus impaction, esophagitis and stent fracture are listed as post stent placement complications as per the dfu; therefore the most probable root cause is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was used during an esophageal stenting procedure for an esophageal tumor, performed on on an unknown date in (B)(6) 2010. According to the complainant, the patient reported to the physician that the stent worked for a few days. However, after about 3 days, he reported difficulty after eating solid food with "the food going through", and possible occlusion. On (B)(6) 2010, the patient was re-hospitalized and an endoscopy was performed to check the stent. The physician reported that the stent looked like it had fractured or unraveled. The patient was treated with a nasogastric tube while the physician decides how best to treat the patient. The patient's condition at the conclusion of the procedure was reported to be "stable", but possibly requiring re-intervention. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The physician reported that the stent length was 15cm but he couldn't currently advise the diameter. Implanted unknown date in (B)(6) 2010. (B)(4) - no code available (medical intervention required). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.